Manufacturer narrative:
Occupation: clinical manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that prior to inserting the intra-aortic balloon (iab), the inner lumen of the iab flushed well. However, once inserted prior to connecting to the console, the iab was unable to aspirate or flush. The iab was removed and replaced with a second iab, but the same issue occurred. It was verified that the appropriate insertion techniques were followed. The customer stated that once they manipulated the iab and pulled the guidewire allowing the blood to flow, they were able to aspirate and flush. The customer was advised that if the guidewire is not removed immediately after insertion, thrombus is able to form. There was no patient harm or adverse event reported. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-20 through feb-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).